Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: pediatric surgery international (2021) 37:169¿177 https://doi.org/10.1007/s00383-020-04767-0.

Event description:
Title: double barrel enteroplasty for the management of short bowel syndrome in children a retrospective study of all ten patients who underwent double barrel enteroplasty (dbe) at the institution since 2011. All patients have short bowel syndrome (sbs) and were dependent on parenteral nutrition (pn) at the time of surgery. Etiologies were gastroschisis (n = 4), bowel atresia (n = 3), necrotising enterocolitis (n = 1), volvulus (n = 1), and near-total intestinal aganglionosis (n = 1). Non-absorbable prolene suture (ethicon) was used to achieve a conical shape with reduced luminal calibre to ensure that the motility of the portion of the bowel was optimised. Reported complication are re-dilation imbricated bowel, adhesion, stricture, iron deficiency anemia, small bowel bacterial overgrowth (sbbo) with d-lactic acidosis and vomiting. In conclusion, double barrel enteroplasty is technically feasible and safe. It has similar efficacy and may have fewer complications when compared with other methods of autologous intestinal reconstruction.